Event description:
Device 1 of 2. Reference MFR report #: 3006705815-2017-07262. Follow up revealed that the patient's issue was resolved post operatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 3006705815-2017-07262. It was reported that both of the patient¿s leads had migrated. In turn, the patient experienced ineffective therapy. Reprogramming was unable to provide resolution. As a result, the patient underwent surgical intervention to have their leads explanted. The physician was only able to replace one lead due to patient anatomy.